Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination. During withdrawal, the catheter became stuck in a stent. The catheter was cut and then completely removed using a guidezilla guide extension catheter. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was advanced for ultrasound examination. During withdrawal, the catheter became stuck in a stent. The catheter was cut and then completely removed using a guidezilla guide extension catheter. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope was kinked and the device was cut in the sheath. Microscopic inspection revealed the exit port was damaged (deformed/lifted).